Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was reprogrammed to bipolar sense and unipolar pace. No further noise, oversensing or pacing inhibition has been observed. The plan is to continue monitoring the patient. This rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system displayed noise, due to myopotentials, on the right ventricular (rv) channel. The noise was oversensed, which resulted in pacing inhibition lasting up to four seconds. Technical services discussed there are multiple episodes over the last several months that display these same clinical observations. The rv lead was programmed to unipolar sense. The health care professional (hcp) noted they have been having a lot of trouble with the rv lead. Technical services discussed bringing the patient into the clinic for lead evaluation. Technical services recommended performing isometrics and pocket manipulation, and reprogramming the rv lead back to bipolar sense. At this time, this rv lead remains in service and there were no adverse patient effects reported.